Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's thoracic incision had two scabs that were not healing. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the physician decided to revise the wound and reclose with sutures, resolving the issue.